Manufacturer narrative:
The following sections have been updated: d4 catalog number. The investigation for the pump flow issue and the temp pump stop has been completed. No product or data logs were returned for analysis. The root cause of the saturated pump flow and temp pump stop was not determined due to insufficient clinical details and unreturned product and data logs for further investigation.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the motor current was increasing and left ventricular (lv) pressures were higher than aortic (ao) pressures. Evaluation of the automated impella controller (aic) indicated flow saturation. Alarm history documented a 2-second pump stop due to elevated motor current, which self-resolved. The clinical team elected to perform a centrimag pump-to-centrimag pump (cp-to-cp) exchange. No patient harm or injury was reported, and the patient survived the procedure.